Event description:
The manufacturer received information alleging a patient noticed a flame while using an everflo oxygen concentrator. The patient received burns to her nasal and oral airways. It is unknown if medical attention was required by the patient. The patient claims they have a loss of smell and taste. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.